Event description:
It was reported that the patient fell at home on (B)(6) 2014 and she got a pelvic fracture. They turned the ins off and now they want to turn it back on. The caller stated that they think the patient may have potentially dislodged part of the device but were not sure. The caller needed assistance working the programmer. Tech services was able to help the nurse turn the ins back on and the patient was feeling it at a level she could tolerate. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va05l2w, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).